Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient experienced seizures following the implant procedure. The physician believes the seizures were stress-induced, as the patient has a history of those. The patient remains under medical supervision and there have been no reports of further complications regarding this event.